Event description:
The customer reported via phone call indicating that the insulin pump had a failed battery test. Customer's blood glucose was unknown mg/dl. Customer stated that he keeps getting failed battery test on his device. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.